Event description:
Failure to deliver coil.

Manufacturer narrative:
The report from the field indicated the following: that during an emoblization procedure, after placing several coils successfully, a coil got stuck. The coil used was not a cordis prod. The catheter was replaced and the procedure was completed successfully. There was no pt injury. No further info is available. The prod was returned for eval and testing; however the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt.